Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent operation of the #0, #1, and #2 keys, which was experienced during evaluation. Evaluation found the #0, #1, and #2 keys to be operating intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had intermittent operation of the #0, #1, and #2 keys on the keypad. Any patient involvement, injury or medical intervention is unknown.